Event description:
Toothbrush. Caught on fire - oral-b device catching fire. Case narrative: consumer via "other" (attentive concierge service - sms) stated that the oral-b toothbrush caught on fire. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.